Event description:
It was reported by the customer "the guidewire would not advance or retract once while in the patient's arm. Guidewire was positioned in the vessel and when we tried to advance the guidewire it would not advance completely and was difficult to retract. I very cautiously had to make the guidewire go back into the device. The cathelon was carefully examined and no damage noted that could represent sheathing. No additional treatment was needed but the patient had to be stuck again for accucath access. There was not a needle stick injury."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a guidewire that would not advance or retract was confirmed. The reported event was caused by a bent needle; however, the root cause of the bent needle itself could not be determined. The products returned for evaluation were the following: ¿ one 20g x 2.25in. Accucath ace catheter kit for lot: rejs2618 (unit 01). ¿ nine 20g x 2.25in. Accucath ace catheter kits for lot: rejs0136. Eight of the units were returned in sealed packaging, and one was returned in opened packaging (unit 02). ¿ one 20g x 2.25in. Accucath ace catheter kit for lot: rehy3248 (unit 03). A gross visual inspection of the returned units found no damage or defects to unit 01 and the sealed units from grid row 2. No use residue was observed throughout any of the opened units. Units 02 and 03 were found to have a bent needle originating at the distal end of the needle hub. Additionally, a bend in the guidewire support tube was observed at the proximal end of the tube in unit 02. Microscopic inspection of units 02 and 03 were unable to identify any damage to the needle bevel or needle cover, making it difficult to determine when or how the bend in the needle may have occurred. All units from all grid rows were functionally tested by attempting to slide the guidewire through its range of motion. The guidewire moved through its range of motion without any resistance in unit 01 and the sealed units from grid row 2. The guidewire of unit 02 and unit 03 were found to be immovable. Units 02 and 03 were disassembled and further inspected. A kink was found in the guidewire support tube of both units which aligned with the location of the needle bend, likely indicating that the kink in the support tube had been caused by the needle bending. Based on the available evidence, it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. This complaint will be recorded for future trending and monitoring purposes.